Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, due to massive cholesteatoma growth in the middle ear, surrounding the conductor link and fmt. Damages found during device investigation are most likely related to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Event description:
The device was explanted and received for investigation. According to the explantation report the user had no benefit with the device. Additional information stated that the device had to be explanted due to a massive cholesteatoma growth in the middle ear, surrounding the conductor link and floating mass transducer (fmt). This was also thought to be the reason for the poor benefit with the device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted and received for investigation. According to the explantation report the user had no benefit with the device.